Event description:
It was reported that left hip revision surgery was performed due to metallosis, specifically cobalt toxicity due to metal-on-metal prosthetic components resulting in constant pain, forgetfulness, cognitive defects, and chronic fatigue.

Manufacturer narrative:
It was reported that a bilateral patient had left hip revision surgery. This complaint covers the right side, which has not been revised based on the available information. The implanted devices were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and stem. Similar complaints have been identified for the bhr cup and sleeve. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the cobalt levels were reported to be at a toxic level, neither the levels nor the lab reports were provided for review. Without the supporting lab results, imaging the root cause of the reported cobalt toxicity cannot be confirmed, and it cannot be concluded that the reported clinical reaction was associated with a mal-performance of the implant without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, cup and sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head, cup, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and stem. Similar complaints have been identified for the bhr cup and this will continue to be monitored. Similar complaints have been identified for the sleeve however, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported right hip revision intraoperative findings of synovitis associated with metallosis cannot be concluded, however these symptoms may be consistent with findings associated with metal debris. Without the supporting radiographic imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revisions and expected postoperative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.